Event description:
Model vrdfl. Serial /lot/kit number: (B)(6) detail: model 8sx 0125 endotak dsp. Serial/lot/kit number: (B)(6). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).